Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain due to reservoir migrating out of the space of retzius. A revision surgery was performed to remove and replace the component. There were no additional patient complications reported.